Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user contacted beta bionics to report fluctuating blood glucose (bg) readings after performing a factory reset a few days prior. Early that morning (~3:00 am), the user's caregiver awoke them when the ilet low bg alert sounded; bg was 60 mg/dl. They treated with two glucose tablets and bg returned to range within an hour. The agent reviewed the user¿s ilet report and confirmed that prior to the low, bgs were elevated (up to 303 mg/dl for ~3 hours) following the first dinner dose after the factory reset. The ilet delivered 5.5 units and the correction algorithm gradually reduced bgs overnight, eventually leading to the low. The patient was aware of possible fluctuations due to the ilet relearning process and contacted beta bionics solely to document the event. No medical assistance or hospitalization was required.